Event description:
It was reported that volume discrepancy had occurred. The expected reservoir volume (erv) was 12.8 milliliters (ml). However, 11.4 ml was the actual reservoir volume (arv). The health care professional tested the catheter patency through the catheter access port (cap) under fluoroscopy with the approved cap kit. Aspiration of cerebral spinal fluid (csf) or drug was not freely attained. Radiopaque dye was administered through the cap which was observed to go through the catheter uninhibited and with no extravasation. The patient was monitored for possible signs of adverse reactions after the cap procedure. Further, reportedly there were no patient symptoms related to this event. This device system delivered infumorph. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).